Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol), a plunger (cartridge)-loaded with iol model zkb00 +14.5 diopter came out too fast from the injector into anterior vitreous at the pars plana and made a small hole in the capsule of a female patient. The patient had an iol model za9003 implanted in the sulcus during the same procedure. In a secondary procedure, the za9003 was explanted and replaced with another iol, model zma00 +14.0 diopter in the intact capsular bag. The zkb00 was explanted from the pars plana at the same surgery with no lens replacement. Patient is reported to be doing well after 2 weeks after surgery. No other information was provided. This report is for the za9003 iol. A separate report will be filed for the zkb00 iol.

Manufacturer narrative:
Visual inspection was not performed as the lens was discarded. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured within specifications. No non-conformance reports were issued during this production order. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, historical complaint review, and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.